Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the touchscreen was not working. It is unknown whether there was patient involvement at the time the issue was discovered; however, there was no report of harm to the patient or user. A service proposal was sent to the customer for approval. The investigation is ongoing.

Manufacturer narrative:
There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. A field service engineer (fse) was dispatched onsite to evaluate and repair the device, and upon arrival, the fse replicated the issue after performing a device check. The fse found that the cause or most probable cause of the alleged malfunction was likely due to a faulty touchscreen that needed to be replaced for repair. Another quote consisting of the replacement touchscreen was sent to the customer for approval on (B)(6) 2026. Final investigation and disposition are pending.